Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, e1, g3, g6, h2, h3, h4, h6, h11. E1: zip code: (B)(6). Complaint can be confirmed through the returned product analysis. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. The shaft of the reamer has some galling from about the mid point of the shaft toward the distal end of the shaft. The collar of the reamer is also damaged with scratches on the surface. The stepped feature of the reamer is damaged and has fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign canada. H3: the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was dull while the surgeon was using it. No surgical deviation was needed. There was no report of harm to the patient. No additional information is available.